Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4) privacy laws. Software investigation completed. This issue will be monitored in a medtronic software anomaly tracking database. A new computer was sent to the site and installed in the system, reported issue resolved. System passed all performance testing as of (B)(4) 2014 after computer replacement. Suspect part not returned to manufacturer.

Event description:
A medtronic representative reported that the navigation system software became unresponsive during a functional endoscopic sinus surgery (fess). Site re-launched the software, re-registered and proceeded to navigate. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.